Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device and determine the root cause conclusively. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an open surgery for liver, four devices were used. The tissue pad of the first device was separated. The user exchanged it with the 2nd device and continued the procedure. However, the tissue pad of the 2nd device was separated. The user exchanged it with the 3rd device and continued the procedure. However, the tissue pad of the 3rd device was separated. The procedure was completed with the 4th device. There was no patient injury reported. This MDR is regarding the 3rd one of three devices.